Event description:
User facility medwatch report received that states ¿perclose vascular device malfunctioned likely causing damage to vessel (bleeding). Other equipment used for closure.¿ it was reported that this was a closure of a left common femoral artery with a prostyle device using the pre-close technique hole prior to an interventional aortoiliac artery angiogram and right external iliac artery angioplasty and stenting procedure. Reportedly, the device malfunctioned likely causing damage to the vessel (bleeding). The interventional procedure was completed using an 8f sheath. Hemostasis was achieved with a non-abbott device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment medwatch report #06-0119 202301.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the device returned for analysis and specified failure mode, a conclusive cause for the issue could not be determined. The patient effects of vascular tissue injury and hemorrhage are listed in the prostyle instructions for use as potential adverse events associated with use of the suture mediated closure devices. A definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.